Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they wanted to lower the stimulation because they were having some discomfort down where it was pulsing. Agent walked patient through decreasing the stimulation. The patient was able to decrease the stimulation to a comfortable level. The patient mentioned that they were not sure if the issue was resolved because they felt the sensation sometime not all the time. Redirected with healthcare provider (hcp) if issue continues.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of feeling the stimulation sensation sometime and pulsating. The most likely cause of the event was due to that they lowered the setting from 1.9 to 1.6 and was noticing loss pulsating sensation in left hip. When asked about the steps taken to resolve the issue, the hcp stated that the patient will continue to monitor and adjust setting as needed. It was unknown if the issue was resolved.